Event description:
Additional information reported that the stimulator wasn¿t working.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that two electrodes were not working well to cover her pain and that the manufacturer representative had to program her differently. The patient could not remember when this took place, but that the reprogramming resolved the issue.

Event description:
It was reported that the 3 years ago, the patient's lead broke, and there was a loss of therapy. It was stated that adjustments were made and the manufacturer representative was able to get another lead to cover the pain. Additional information had been requested, but was unavailable at the date of this report. Any additional information received will be included in a supplemental report.

Manufacturer narrative:
Concomitant products: product ID 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 37752, serial# (B)(4), implanted: (B)(6) 2006, product type recharger; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 37742, serial# (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 389033, lot# j0333965v, implanted: (B)(6) 2003, product type lead; product ID 389033, lot# j0337523v, implanted: (B)(6) 2003, product type lead; product ID 389033, lot# j0340371v, implanted: (B)(6) 2003, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).